Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's pump was refilled using a needle syringe and had a setback. The healthcare provider came to refill the patient's pump but did not have the device. The hcp stated they could inject the medications and then come back with the device next week. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The patient was receiving 2000 mcg lioresal at 800 mcg. The patient went into withdrawal due to an empty pump. The event date was noted to be (B)(6) 2017. The issue was blamed on the pump not alarming. The logs were read and both the critical and non-critical alarms were played and it was noted that both alarms were audible. It was also stated that the hcp heard something about the pump not being programmed while the patient was at kindred post refill. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. The hcp filled the patient's pump on (B)(6) 2017 and reduced the dose some. The dose before the refill was unknown. The issue was considered to be resolved and the patient's status was "alive - no injury". No surgical intervention occurred and none was planned.